Event description:
A pt with an implantable cardioverter defibrillator (ICD) and two rate sensing leads had experienced oversensing/inappropriate shocks. An invasive procedure was performed and the physician found one of the rate sensing leads had lead abrasion. It is unknown which lead had the abrasion. The physician capped both rate sensing leads and implanted a new transvenous defibrillation lead. Both leads implanted 12/21/92. Capped and removed from service 2/9/96. Implanted 37 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.